Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing was defective. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. [Event 10] it was reported that supply chain received a tpn line with a patient label attached and no additional details. Verbatim: supply chain received a tpn line with a patient label attached. No additional details given.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing was defective. The following information was provided by the initial reporter: material no: 2432-0007, batch no: unknown. [Event 10] it was reported that supply chain received a tpn line with a patient label attached and no additional details. Verbatim: supply chain received a tpn line with a patient label attached. No additional details given.

Manufacturer narrative:
H6: investigation summary: eleven samples were received for quality investigation. The customer complaint of leakage was verified on 8 of the 11 samples submitted. The customer complaint of foreign matter could not be verified on any of the samples due to the samples being received used and with fluid already inside them. The customer complaint of tubing defective/damaged could not be verified. The samples received did not show any other defects or damages other than the leakage issues. The samples were first visually inspected for physical damage. No damages were observed in the infusions sets submitted. The infusions set were then primed and a simulated infusion was conducted at a rate of 125 ml/hr. Eight of the eleven samples submitted show signs of leakage at the filter vents. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to the appearance of the vent membrane coupons and hydrophobic properties being able to be restored during investigation, it has been deemed that the vent membrane coupons have been wetted out by the use of fluids at the end user. The root cause is being deemed as not caused by manufacturing and there will be no further actions taken at this time. A root cause for the foreign matter complaint could not be determined because the failure was not verified. A root cause of the defective/damaged could not be determined because the failure was not verified. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.